Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as hematic effluent and the patient was treated with vancomycin intraperitoneally (ip) (2g every 5 days), ip ceftazidime (1g per day) and oral fluconazole (50 mg/day). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and had been retrained on aseptic technique. No additional information is available at this time.